Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. An 85-year-old male patient, 92 kgs. Presented in the or for an tavr procedure. A single stick was utilized to gain access in the right common femoral artery which measured 7.5mm. Following the tavr, prior to closure, heparin and protamine were administered, and the 18f manta device was deployed to the measured deployment depth. Following deployment, the manta anchor was detached, and the decision was made to perform a cut down and explant the manta device. Patient outcome post-procedure was alive and fine. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no representative was present for this procedure, the root cause of manta being detached, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use (IFU) lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4. The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "the account reported 2 failures with cut down for removal." Additional information: "micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 7.7mm. Both heparin and protamine were administered during the procedure. It was reported by clinical staff that the anchor was not positioned correctly. Half of it was in the tract. The patient was reported aas fine post the procedure." Associated complaints 3010252479-2024-00089 and 3010252479-2024-00090.

Event description:
It was reported that: "the account reported 2 failures with cut down for removal." Additional information: "micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 7.7mm. Both heparin and protamine were administered during the procedure. It was reported by clinical staff that the anchor was not positioned correctly. Half of it was in the tract. The patient was reported aas fine post the procedure." Associated complaints 3010252479-2024-00089.

Manufacturer narrative:
Qn #: (B)(4).